Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae( pulmonary edema): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
25-year-old male with history of non-ischemic cardiomyopathy, substance abuse, presented with acute on chronic decompensated heart failure. On (B)(6) they underwent and implant of impella 5.5 via they right axillary artery. On (B)(6) the patient was noted to have a fever. No evidence for sepsis. On (B)(6) right axillary site fluid collection noted concerning for infection, underwent incision/ drainage. Medications (antibiotics) started. On (B)(6) impella 5.5 pump exchanged due to worsening hemolysis. Inflow and outflow cage device thrombus noted at the time of explant. Extubation (B)(6) with reintubation on (B)(6) status post heartmate 3 (hm3) biventricular assist device (bivad) implantation (this was likely elective intubation for the surgical procedure, not and adverse event). On (B)(6) 25, patient's oxygen requirement increased to 2l then to 4l. Xray showed pulmonary edema and diuretics were increased. On (B)(6) 2025 computed tomography angiography, showed right patchy air space opacities with right-sided predominance of pulmonary edema. Patient had chest tube blakes placed and removed. On (B)(6) patient discharged. Acute respiratory distress was resolved.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.